Event description:
As reported, the 60 y/o patient was suffering from an infection. A wash-out" procedure was done approximately 6 mos postop however the infection persisted. The implants were explanted approximately 10 months postoperatively. The devices will not be returned for evaluation per hospital policy. The patient¿s weight is 211 lbs. No other information is available at this time. Index surgery: (B)(6) 2018. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
The evaluation noted that as reported, the 60 y/o patient was suffering from an infection. The implants were explanted approximately 10 months postoperatively. The devices will not be returned for evaluation per hospital policy. The patient¿s weight is 211 lbs. No other information is available at this time. Index surgery: (B)(6) 2018. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. (Ref 1). It is noted that surgical intervention or revision along with infection is a known risk in any total joint surgery and may result in revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Reference: 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. (D11) concomitant device(s): cc tibial insert sz 3, 30mm (cn: (B)(4),sn: (B)(6). Logic stem ext 14mm x 25mm (cn: (B)(4),sn: (B)(6). Three peg patella 35mm (cn: (B)(4),sn: (B)(6). Logic tibial fit tray cem sz 3f / 3t (cn: (B)(4),sn: (B)(6).

Manufacturer narrative:
Pending engineering evaluation . Concomitant medical device(s): cc tibial insert sz 3, 30mm (cn: 208-23-30, sn: (B)(4)). Logic stem ext 14mm x 25mm (cn: 02-012-60-1425, sn: (B)(4)). Three peg patella 35mm (cn: 200-02-35, sn: (B)(4)). Logic tibial fit tray cem sz 3f / 3t(cn: 02-012-45-3030, sn: (B)(4)).

Event description:
Index surgery: (B)(6) 2018. The patient is suffering from an infection. The implants were explanted. The original surgery was performed in (B)(6) 2018. There was no delay to the surgery. The rep was present at the time of the surgery. The devices will not be returned for evaluation.